Event description:
It was reported via repair work order that the restraint straps were torn which could potentially cause inadequate patient restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.